Event description:
It was reported that on march 13, 2023 during spinal fusion, the surgeon was putting in pedicle screws, the t20 nav-lock driver tip broke. Fragments was stuck to the screw; the entire screw was removed. The screw was helicoptered out using a rod and set screw. A second t20 nav-lock driver broke with the second screw and also helicoptered out. Smaller diameter screws were used an were tapped to the screw size. Surgery completed as planned without any adverse event. There was no surgical delay. Thus complaint involves four (4) devices. This report is for one (1) 5.5 nav driver - shaft t20. This is report 1 of 4 for complaint (B)(4).

Manufacturer narrative:
(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.